Event description:
The guidewire was rough at the working end, physician was unable to thread dilation balloon over the wire. Wire was cut in order to advance balloon. The patient was not harmed.what was the original intended procedure?balloon angioplasty of hepaticojejunostomy anastomotic stricture.device #1is this a laboratory device or laboratory test?no.